Event description:
Adverse event(s): "extra time in the eye" (no code available). Product problem(s): "haptic tore off" (break [iol (intraocular lens) implant]). A surgical technician reported that a haptic tore off of an intraocular lens (iol) as the iol was being dialed into place. The surgical incision was enlarged to remove the iol and extra time was required in the eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/29/2010, 08/12/2010, and 08/23/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).